Manufacturer narrative:
On december 18, 2025, the user informed senseonics that the cgm readings differed from their glucometer measurements. Following escalation, a sensor replacement was approved due to system performance concerns, and an RMA was issued for further investigation. The sensor was returned and evaluated. Visual inspection showed that portions of the hydrogel were missing. Functional testing showed noisy glucose values, which was due to the hydrogel damage. A review of the sensor in-vivo data showed significantly depressed signal and reference values on the long-end channels beginning at insertion however, this was not reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. Optical instability was also observed in the sensor in-vivo data, which was reproduced during in-house testing, supporting the conclusion that hydrogel damage contributed to the issue. A review of the manufacturing records confirmed that the sensor lot met all release criteria, including hydrogel visual inspection requirements. The hydrogel damage observed was likely introduced during the procedure to transfer the sensor from the sensor holder to the insertion tool. A combination of these factors likely contributed to the inaccuracies reported by the user. As part of the resolution, the user was provided with a replacement sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.